Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the telephone number in initial reporter name and address.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update, and to provide the completed investigation results. One used 6f angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The locator was returned as well. Visual inspection revealed that there were no anomalies were noted with the locator. The carrier tube assembly was found to be mated properly with the sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The tamper tube, anchor or collagen were not returned. To check the presence of the suture, the carrier tube assembly was removed from the sheath. No anomalies were noted on the carrier tube and the bypass tube was noted to be mated as intended with hemostasis hub valve. The distal end of the suture was inspected under a microscope and it was noted that the suture had a frayed end. The remaining suture unwound in a coiled pattern. No brittleness or fragility was observed upon subjecting the suture to a mechanical pulling force. The tensioner hub was disassembled to check for anomalies within the spool and none were found. The distal end of the suture had frayed end and state of suture indicated that was subjected to tensile or transverse forces. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was normal application of the involved angio-seal device; however, when applicated, the collagen and the suture were breaking. Hemostasis was achieved. Additional information was received on june 5, 2019. The type of procedure that was being performed was a coronary angiography, using a 6fr procedure sheath. Hemostasis was achieved by the angio-seal device; however, additional manual compression was used. There was no significant blood loss. A compression bandage was used after hemostasis.